Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction code appeared again and confirmed their understanding of the instructions.